Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio was able to duplicate the reported loss of power when the customer's third party usb data cable was plugged into the device's system connector. Physio-control disconnected the third party usb data cable from their device and normal operation was observed. Physio then completed other, unrelated repairs, and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control further examined the removed third party usb data cable and determined that the cause of the reported issue was that the cable's 12-volt line was electrically shorted due to physical damage. When the shorted accessory cable (the third party usb data cable) was connected to the device's system connector, it would cause the test device to power off by itself.

Event description:
The customer contacted physio-control to report that their device powered off by itself. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: gtin/device identifier (di) number ¿ blank section d4 of the initial medwatch report should indicate: gtin/device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that their device powered off by itself. There was no patient use associated with the reported event.